Event description:
A malfunction was reported on a pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The malfunction involved an unexpected pressure increase in the cartridge, and technical support provided pump reset information. The customer successfully reset the pump, and the malfunction did not recur, allowing continued use of the pump. The customer was advised to contact technical support again if the issue reappeared.